Event description:
Subsequent to the initially filed report, additional information was received stating one month after the procedure, the patient returned to the hospital for a follow up appointment. Echocardiography showed mr had increased to a grade of 2-3 due to the slda. On (B)(6) 2023, a second mitraclip procedure was performed to further stabilize the sdla. One clip was implanted, reducing mr to a grade of 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution were due to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation. It was reported during a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, calcified/thin posterior leaflet, and a restricted posterior leaflet. It was noted imaging was challenging. An ntw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.